Event description:
The patient had 2 mris on (B)(6) 2015. The first MRI was of the neck. The pump was checked after the MRI and it showed that the pump stalled at 10:40 and recovered at 11:03. The second MRI was of the brain. The pump was not checked until (B)(6) 2015. The pump showed that the pump stalled at 21:45. A tube set message was noted on (B)(6) 2015 at 21:45 with no stall recovery. No audible pump alarms had been heard since the last MRI and the patient was asymptomatic. The pump was re-interrogated and the event logs were rechecked and a stall recovery was noted on (B)(6) 2015 at 16:15. The device system was delivering sufenta and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).